Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information previously reported in manufacturing report # 3007566237-2014-02571. Any additional information will be reported under this report. Report was not redacted as it reported information not previously reported in this file: the operation consisted of removal of the previously placed leads by cutting them. The procedure was performed "without complication" and the final diagnosis was "gastroparesis" and "nonfucnctional gastric pacemaker." The event ended on 21-dec-03 as the patient recovered from the event with therapeutic action. (B)(4). Notify date per report # 3007566237-2014-02571 is 6-jan-2004. (B)(4).

Event description:
It was reported that the patient had an x-ray due to a lack of symptom improvement. The x-ray found that one of the electrodes was dislodged. It was noted that the patient recovered from the event with therapeutic action. It was also noted that this issue was therapy related. It was further reported that there was a lead fracture. It was noted that a second surgery was done, during which it was discovered that the proximal lead was broken and had pulled out of the stomach. Both electrodes were reportedly removed and replaced. It was further noted that the patient's hospital stay progressed without any incident and bowel activity returned. The patient was reportedly able to resume a liquid diet and was able to void without any difficulty. The patient also could reportedly ambulate under their own power and they had good pain control at the time of discharge.

Event description:
Additional information previously reported in manufacturing report # 3007566237-2014-02571.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2003 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2003 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).